Manufacturer narrative:
Citation: garcia, e, md et al. Impact of severity of chronic kidney disease on management and outcomes following transcatheter aortic valve replacement with newer-generation transcatheter valves. J invasive cardiol 2020;32(1):25-29   earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of chronic kidney disease on patient outcomes after the implant of a transcatheter aortic valve (tav) implant. All data were collected from a single center between december 2015 and june 2018. The study population included 298 patients (predominantly male). Sixty-five patients were implanted with medtronic evolutr or an evolut pro tav. The remaining patients were implanted with a non-medtronic balloon expandable tav. No serial numbers provided. Among all patients, adverse events included: cerebral vascular accident (cva) during initial hospital admission. Based on the available information a medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.